Event description:
It was reported that during a da vinci s mitral valve repair procedure, the customer experienced a non recoverable system error code #25004. With the assistance of an isi technical support representative the customer powered down and restarted the system however, system error code #23008 occurred. Additional troubleshooting steps were taken and eventually the third system arm was disabled to successfully complete the case. The patient was under anesthesia for an additional 18 minutes while trying to resolve the system issue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #25004 and #23008 experienced by the customer were associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system error codes #25004 and #23008 functioned as designed and there was no injury to the patient. The davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering evaluation determined that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of 2008, there have been no reported recurrence of the issue at this hospital.